Event description:
Patient reported their h-wave was no longer working. Agent advised patient to call the company for h-wave. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).